Manufacturer narrative:
(B)(4). Additional information: after several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent

Event description:
It was reported that during a gyn procedure, a piece of the enseal broke off the jaw and possibly fell into the patient. After speaking to customer, they were able to find a piece of the electrode and a piece of the I-blade, but were still going to x-ray to see if they could find any more pieces inside the patient. No additional details were known. Additional information requested on results of x-ray.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent